Event description:
Patient called in to report service error code and was unable to clear the code. The issue was not resolved.there was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.